Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number rcbclj and no non-conformances related to the reported complaint condition were identified. Investigation summary: one empty labeled winding former, a needle and a suture of product code w8003 was returned for analysis. In order to evaluate the conditions of the returned sample, the swage area was noted to be as expected the and barrel hole was observed with remnant suture and marks that appears to be by surgical instrument. During the visual inspection of the suture, the end was observed cut by sharp edge and with marks that appears to be by surgical instrument. Functional test was not performed, due to needle was received detached from suture. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that a patient underwent a plastic and cosmetic surgery on (B)(6) 2021 and suture was used. During the procedure, the problem of pulling off suture needle happened. Changed to another one to complete the surgery. There were no adverse patient consequences reported. No additional information could be provided.